Event description:
It was reported that an ems was used during a hernia repair procedure. It was reported by the affiliate that the insturment jammed after the first staple. There was no consequence to the patient.